Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No ramping numbers noted during testing. No battery out limit alarms noted during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump got exposed to moisture. The customer reported that they received a battery out limit alarm. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 197 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.